Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the emergency room with palpitations. A review was performed and both the left ventricular (lv) lead and right ventricular (rv) lead exhibited sensing and impedance changes, and there was pacemaker mediated tachycardia (pmt) episodes. Further evaluation was performed and loss of capture was observed on both leads. A chest x-ray also showed that both leads were dislodged. Reprogramming was performed until a revision could occur. The rv lead was then successfully repositioned, and the lv lead was explanted and replaced as the physician wanted to use another lv branch. The patient is not dependent and there were no additional adverse patient effects reported.